Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The generator interface board and the handswitch were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system displayed a security error message and the motor sounded bad. No pt injury was reported.